Manufacturer narrative:
The used/damaged wire driver is not expected for evaluation. Without the actual product, the reported event could not be confirmed. An evaluation could not be performed and the root cause of the alleged problem was unable to be determined. A review of the device history record (DHR)could not be performed as the lot/serial number of the device was not provided. A review of complaint history for the past two years shows there have been no other similar events reported for this device and/or device family. This failure mode is addressed in the dfmea, and the safety risk has been found to be acceptable. There have been no patient long term adverse effects related to this failure mode. The powerpro attachments are quick connect attachments that facilitate drilling, reaming, tapping, sawing and wire/pin driving functions when used with pro5000 and pro6000 series handpieces. The instructions for use contains the following precautions and maintenance instructions: -handle all equipment carefully. If an attachment is dropped or damaged in any way, return it immediately for service. -conmed linvatec recommends that all powerpro attachments be returned for preventive maintenance every 24 months, except for certain attachments indicated in section 3.0 in the hall powerpro attachment manual, which have a recommended service schedule of every 12 months.

Event description:
The customer reported that during a total knee case while using a powerpro small 2-trigger wire driver, one of the pieces of the wire driver broke off and fell into the knee site. A c-arm was brought in to locate and retrieve the broken piece. To date, there has been no other information provided regarding the event, device, patient's latest condition or any indication that a long term adverse effect has occurred. The sales representative for this account received this report directly from the customer. The sales representative reports that the device involved was likely already serviced/replaced prior to this event being reported and the user facility has reported that they do not know the serial number of the device. This report is being filed on the basis of potential for serious injury with recurrence.